Manufacturer narrative:
The customer also reported peeling of the exterior paint, corrosion of the exterior, and adhesion of water droplets inside the main body lens. It was also reported that the device could not be disassembled due to bayonet ring corrosion. The device was returned to olympus service operation repair center (sorc) for inspection. The inspection confirmed following; all customer-reported events were reproduced. The instruction manual provides preventive measures against the reported corrosion of bayonet ring unit. Olympus medical systems corp. (Omsc) assumed that the corrosion of bayonet ring unit was caused by storage with moisture remaining on the device. If significant additional information is received, this report will be supplemented.

Event description:
A customer reported that the bayonet ring unit corroded and did not rotate during preparation for use. There was no report of patient injury associated with this event.